Event description:
Shiley dct 6 trach tube, pilot balloon, became very rigid since time of last exchange approximately 3 months ago. Diagnosis or reason for use: airway maintenance. Event abated after use stopped or dose reduced: no.